Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection. The ipp was explanted, and a new malleable penile prosthesis was implanted. There were no additional patient complications reported.